Event description:
It was reported that sheath detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. The opticross hd was introduced to visualize the implanted stent. During insertion for the third imaging, a rupture in the sheath was observed. No resistance had been encountered. The separation occurred within the guide catheter and outside the patient. The procedure was completed with another of the same device. There was no injury to the patient.

Event description:
It was reported that sheath detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch. The opticross hd was introduced to visualize the implanted stent. During insertion for the third imaging, a rupture in the sheath was observed. No resistance had been encountered. The separation occurred within the guide catheter and outside the patient. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
Device evaluated by MFR:a visual and microscopic inspection of the returned device identified an imaging window detached from the lapjoint section. The tip and guidewire exit port was observed in good condition.